Event description:
Additional information received from the company representative who stated that there was no harm to or staff.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cassette was leaking before a vitrectomy surgery. The surgery was completed after changed to a new product, there was no patient involved.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The blue connector on the manifold was found to be broken, a void appearance on one side and stress mark on the other side was observed on the defected region. The returned cassette was visually inspected and no obvious defects were found. The probe was tested on the console and functioned per specifications. The root cause of the customer's complaint is due to an error during the suppliers manufactures molding process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).